Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a scd controller. They stated that the unit has a cover that secures the power cord on the back of the unit. The cover has a sharp edge that rubs the power cords to the point where the insulation breaks down and the wire are exposed. These are replaced during routine maintenance.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
To date, the quality assurance department has not received a sample for evaluation. Without the sample, a detailed investigation could not be performed and the reported condition of; that a customer had an issue with a scd controller, could not be confirmed. A review of the device history and service history records could not be performed or the date of manufacture identified because the lot or serial number was not provided. All dhrs are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. No corrective action can be determined or referenced without a detailed evaluation, to determine the root cause failure. This file will be closed as unconfirmed at this time. If additional information is obtained, or the sample is returned to the quality assurance department, we will re-open this investigation.